Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the charging cable was not working properly, and that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.